Event description:
The caller tested the customer and reportedly obtained a 457mg/dl and 110mg/dl on the accu-chek aviva system within a ten minute timeframe. No reported actions taken or treatment rendered. No adverse event reported. New system sent to customer and return requested.